Event description:
A malfunction was reported, and there was no adverse impact on the customer's blood glucose level. The malfunction code displayed was non-resettable, and the fault ID was noted. The pump was under warranty, and the resolution involved replacing the pump. There was no backup therapy available, but the customer planned to contact a healthcare professional for further assistance.